Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's scs system is not working due to experiencing multiple falls 4-5 months ago. An sjm rep met with the pt for reprogramming. During reprogramming the pt was receiving stimulation in a unintended area. X-rays were taken. The pt plans to undergo surgical intervention to address the issue and will meet with her physician for consultation.